Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿improved electrical performance/stability of a novel active fixation coronary sinus lead compared to passive fixation leads: a multi-centre study.¿ european heart journal, volume 40, issue supplement_1, october 2019, ehz746.0623, https://doi.org/10.1093/eurheartj/ehz746.0623 poster session 6: cardiac resynchronisation therapy: p5681. Esc congress 2019 together with world congress of cardiology. 31 august ¿ 4 september 2019, paris - france if information is provided in the future, a supplemental report will be issued.

Event description:
A publication was received which contained information regarding passive and active fixation coronary sinus leads. The publication indicated that there were leads that needed repositioning due to displacement. Of note, multiple patients were noted in the publication; however, a one to one correlation could not be made with unique product serial numbers. The status of the leads is unknown. The author also indicated that this lead ¿demonstrated superior electrical performance/stability¿ compared with passive fixation leads. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.